Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, and echocardiogram indicated moderate paravalvular leak (pvl). The implant depth was reported to be 4-5 mm. A balloon aortic valvuloplasty (bav) was performed, but did not improve the pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve, followed by a post implant balloon aortic valvuloplasty (bav). The pvl improved to mild. A post implant angiogram indicated patent coronary arteries. However 30 mins after the second valve implant, the patient became hypotensive. A transesophageal echocardiogram (tee) indicated hypokinesis. An angiogram indicated a right coronary artery occlusion. An electrocardiogram (ECG) indicated ventricular tachycardia and external pacing pads were able to convert the rhythm. However, due to hemodynamic instability and right ventricle dysfunction, secondary to a st elevation myocardial infarction (mi), the decision was made to initiate bypass for rca graft. A sternotomy was done and the patient was placed on bypass for a successful coronary artery bypass graft (CABG). One day after the implant an electrocardiogram (ECG) indicated left bundle branch block (lbbb). Five days after the implant an electrocardiogram (ECG) indicated a first-degree heart block. The conduction disturbance resolved the following day. No further treatment was prescribed. No other adverse patient effe cts were reported. Additional information received indicated the event was also related to the delivery catheter systems (dcs).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: enveor-l-c; lot number: 0008481193; use by date: 2018-feb-02; UDI number: ((B)(4). Continuation of d10: product ID ls-enveor-2629-c; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a, product ID enveor-l-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID evolutr-29-c; product lot/serial number (B)(6); product type: heart valve; implant date: (B)(6) 2017; explant date n/a, updated/corrected data: a1, a2, b1, b2, b5, d3, d4, d8, d10, e1, g1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: enveor-l-c; lot number: 0008481193; use by date: 2018-feb-02; UDI number: (B)(4). Continuation of d10: product ID ls-enveor-2629-c; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a product ID enveor-l-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID evolutr-29-c; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2017; explant date n/a h6: the codes present in h6 correspond to components/products that comprise the reported event. Updated data: d4, d10, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient received a device registration identification card with the incorrect implant and active valve information. The information was updated and the patient was provided a new device identification card.

Manufacturer narrative:
The first valve was reported on a separate medwatch report. The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the post implant angiogram indicated patent coronary arteries. Thirty minutes after the valve implant, hypotension occurred. A transesophageal echocardiogram (tee) indicated hypokinesis. An angiogram indicated a right coronary artery occlusion. The vessel was unable to be cannulated for stent placement. An electrocardiogram (ECG) indicated ventricular tachycardia and the rhythm converted with external defibrillation. Due to hemodynamic instability and right ventricle dysfunction secondary to a st elevation myocardial infarction (mi), the decision was made to initiate cardiopulmonary bypass (cpb) for rca graft. A sternotomy and successful coronary artery bypass graft (CABG) were performed. The right ventricular function recovered following the CABG. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, it most likely was the result of the occlusion. Coronary occlusion can be related to multiple factors such as patient anatomy, implant position and implant technique. Coronary occlusion and conduction disturbances are listed in the device IFU as potential patient adverse events. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects and anatomical considerations. With the limited information and no images/cines to review, medtronic is unable to conclusively determine the cause for this report. Myocardial infarctions are known potential adverse effects per device IFU, and are typically related to patient and/or procedural factors. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.